Manufacturer narrative:
It was reported that blue sheath broke from the handle during the deployment, but it was able to deploy by pulling the sheath. As a result of analysis of returned device, the outer sheath was detached and stent was fully deployed and not returned. Kinking was observed on the stent loaded part of outer/inner sheath in the same position. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. It can cause deployment failure if deployment is tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the detached outer sheath and kinking, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. The kinking had occurred due to pressure of patient's lesion, and the strong resistance occurred during deployment, and the outer sheath was detached in the end, resulting in deployment failure. However, it is considered that the user had pull the detached sheath, and stent deployment was success. This complaint is assumed that it was a malfunction of the device due to the pressure of the patient's lesion, there will be continued monitoring of the same or similar customer complaints.

Event description:
Blue sheath broke from the handle during the deployment. It was able to deploy by pulling the sheath.